Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.